Event description:
Per the clinic, the patient experienced swelling, poor wound healing, developed a wound dehiscence and infection at the incision site. Subsequently, the patient was treated with oral antibiotics for a duration of 10 days (specific date not reported). The implanted device remains.